Manufacturer narrative:
Method: after checking with the miltenyi biotec instrument service department it was recommended to remove the eprom card from the clinicmacs plus instrument and to re-insert it to the device. After the customer did this twice the approach worked and the clinicmacs plus instrument did boot successfully. Complaint investigation is attached.

Event description:
During setup for a clinical separation the clinicmacs plus instrument showed a "disk error" message after the device was switched on and thus did not continue with the boot sequence. After checking with the miltenyl biotec instrument service department it was recommended to remove the eprom card from the clinicmacs plus instrument and to re-insert it to the device. After the customer did this twice the approach worked and the clinicmacs plus instrument did boot successfully. Since the clinicmacs plus instrument was built in 2000 and due to aging of the device, this type of event can be regarded to be expected .during the next regular maintenance of the device the eprom card will be exchanged by the responsible miltenyi biotec personnel. It is no further action necessary. Based on the information provided there was no harm to the patient as the instrument worked properly after re-booting the system. The event happened at: (B)(6).